Manufacturer narrative:
(B)(4) was removed as it is not applicable to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a 63-year-old, male patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On an unknown date, the patient experienced ineffective therapy. There had been several years of changing medications and adjusting dosages. No diagnostics were performed. The patient requested that he be weaned from the pump medications and that the pump be explanted. The pump was explanted on (B)(6) 2015. The spinal portion of the catheter was sealed off and remained implanted. Subsequently, the catheter began leaking spinal fluid resulting in a headache. On (B)(6) 2015, the physician returned the patient to surgery and removed the remaining spinal portion of the catheter. The issue was then resolved. The patient's status was reported as alive no injury. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the relationship of the event to the device or therapy was noted as possibly related. The patient had a strong desire to get the pump explanted. The patient had reported that the pump was not effective and did not see the pain going away that they had to deal with the neck pain forever. The pump system was delivering hydromorphone (10mg/ml at 2.249mg/day) via an implanted pump. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received reported that the device never worked to control the subject's symptoms.